Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as the probe on the instrument was dripping a small amount of diluent onto the front cover. The leak was identified after startup. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found crimped tubing at pinch valve vl49 that was restricting the flow (vacuum) from port 3 of the probe wipe assembly to the waste chamber. The tubing was replaced to resolve this issue. Identification of failure modes: crimped tubing at pinch valve vl49. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous results in secondary mode only due to sample carryover - inadequate backwash drainage. Evaluation of labeling: per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).